Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was seen in the clinic for a routine follow-up, the threshold trend displayed erratic capture values between the bipolar and unipolar capture thresholds. There was also variable lead impedance readings. The pacing setting was left alone and the patient was set to be seen in three months to reassess the lead. The patient is in stable condition.